Event description:
This rv lead with unknown implant date and still remains implanted at this time. On the (B)(6) 2017 the ventricular output was change where auto capture was turned off and the output was set to a fixed output of 2.5v@0.4ms. The rv threshold has recently been as high as 2.5v@0.4ms so this is concerning as it could leave the patient vulnerable to loss of capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).